Event description:
It was reported that this right atrial (ra) lead exhibited oversensing. A revision procedure was performed, the ra lead was surgically abandoned. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.